Event description:
It was reported, while in use on a patient, an 840 ventilator had an erratic display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. A service engineer (se) inspected the device and was unable to duplicate the reported condition. As a precaution, the se replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.